Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a greater than 300 mm in length dissection. During the index procedure, the valiant 44x44x200 was implanted into a surgical graft after a debranching procedure had been performed. It was reported that, on a follow up CT scan, an endoleak was seen from the proximal portion of the 44x44x200 valiant stent graft. The physician decided to intervene and implanted another 44x44x200 valiant stent graft 10 mm distal to the original stent graft. The stent graft was aggressively ballooned at the proximal, mid and distal parts of that graft and the endoleak appeared to have resolved. The physician stated that the endoleak must have been a pinhole type iii endoleak that was covered with the new stent graft. There was no calcium in the area of the hole. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.